Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that suture placement in the right common femoral artery (rcfa) was attempted with two proglide devices using the pre-close technique via a 6f sheath prior to a transcatheter aortic valve implantation (tavi) interventional procedure. Reportedly, the sutures of the first proglide device were successfully pre-placed. A second proglide device was used; however, when attempting to remove the proglide device after deployment, it became stuck even though the lever was closed correctly. Some additional force was applied and the proglide device was able to be removed, but during removal the suture broke and a portion of the artery was torn. It was noted after removal that although the lever on the proglide had been lowered completely, the foot had remained open. A stent was implanted to treat the torn artery. The sheath was upsized to 24f and the tavi was completed. Hemostasis was achieved with the pre-placed sutures of the first proglide device along with manual arterial compression. Hemostasis was achieved in the left common femoral artery(lcfa) using a prostar xl device. The physician is reportedly in-training in the use of the proglide device and the pre-close technique. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
(B)(4). Analysis was performed on the returned device. The reported suture detachment could not be confirmed as the suture was not returned for analysis. The reported difficulty removing the device and could not be replicated in a testing environment. The reported foot retraction problem was confirmed based on the returned device condition. In addition, analysis of the retuned device found a posterior foot break. The detached foot was not returned with the proglide device. It should be noted that the proglide instructions for use (IFU) states: do not advance or withdraw the perclose proglide smc device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the perclose proglide smc device should be avoided, as this may lead to significant vessel damage and/or breakage of the device, which may necessitate intervention and/or surgical removal of the device and vessel repair. A conclusive cause for the reported difficulties could not be determined. The subsequent treatment appears to be related to procedure circumstance. The reported patient effect of tissue damage is a known inherent risk of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.